Event description:
Additional information received from the representative reported they called back to get the pump off password, and the password was provided.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained an unknown brand of baclofen with a concentration of 2000 mcg/ml. It was reported an alarm was heard and confirmed by telemetry; a critical alarm was occurring. The pump was electively stopped on 20 (B)(6) 2009. The pump started alarming on (B)(6) 2017 due to being stopped for 48 hours; the alarm was stopped pump may exceed tube set. The representative was there to assist with silencing the current alarm on (B)(6) 2017. The representative was going to provide the off password form the next day after talking with the managing physician about permanently turning the pump off. No patient symptoms were reported. The alarm that was sounding was silenced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.